Event description:
Follow up with the physician's office found that the patient's pre-vns baseline for seizures was one per month. When the patient was seen in (B)(6), the patient reported 3 seizures since (B)(6): one in (B)(6), one in (B)(6), one in (B)(6). The nurse stated that, looking at this data, there was no increase in seizures. The patient was not under any stress, not influenced by any external factors, and was compliant with his anti-epilepsy medication. On the initial MDR it was reported, "the patient indicated that he could no longer perceive any change in stimulation due to end of service." However, per the report, the patient reported that he never felt stimulation, so he could not tell if there was a change due eos. Additionally, the initial MDR stated, 'it was unknown if the patient's device had been explanted by the funeral home." However, information was obtained prior to initial MDR submission that the patient's generator was explanted and cremated along with the patient. The patient passed away on (B)(6) 2013; however, the primary cause of death was provided as "natural" on the death certificate. It was also noted that the patient had complications of seizure disorder, hypertension, and a history of mild multilevel degenerative disc disease.

Event description:
The patient reported that he had been experiencing an increase in seizures. It is unknown if the seizures were above the patient's pre-vns baseline frequency. It was reported that the device was unable to be communicated with due to a believed end of service condition. The patient indicated that he could no longer perceive any change in stimulation due to end of service. It was reported that at that time the patient was doing well. The patient had been referred for generator replacement surgery. The patient had been responding well to vns therapy. It was later reported that the patient died on (B)(6) 2013 prior to the generator replacement surgery occurring. The patient's wife reported that the patient suffered a seizure and that was believed to be the cause of death. There was no autopsy performed due to the nature of the death. The circumstances of the death were not known. There was no belief that the vns had caused the patient death. It was unknown if the patient's device had been explanted by the funeral home.

Manufacturer narrative:
.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: death. Initial MDR inadvertently omitted outcome attributed to the adverse event and date of death type of reportable event, corrected data: death. Initial MDR inadvertently marked the type of reportable event as serious injury instead of death.